Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU) states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the IFU, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. Also, according to the IFU, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of thoracic aorta aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu343420j/18083851 and tgu404020j/18245032). A gore® dryseal flex introducer sheath (dsf2233/18134112) was used to advance and deploy two endoprostheses. It was reported that during removal of the sheath, the right external iliac artery became ruptured. The blood pressure was stable. An additional stent graft was placed in the right common iliac artery and extended into the right external iliac artery. The patient tolerated the procedure. It was reported that a resistance was encountered during the insertion of the sheath since the vessel was thin. Reportedly, the vessel was thought to be weak since the patient is a small-sized woman.